Event description:
It was reported a "possible over infusion" event that occurred on 24 january 2025. The medication (tocilizumab) was 320mg in 116ml bag to run at 116ml/hr., started at 1328. The pump displayed that it was running at "116ml/hr.", but the bag emptied in 30 minutes at 1405, instead of 1 hour. The pump displayed that there was about 58ml of medication remaining to be infused. The patient was observed for approximately 15 minutes post infusion and there were no adverse effects noted. It was reported that the infusion was programmed via device interoperability and the customer stated that the device "passed all internal testing." There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a "possible over infusion" event that occurred on 24 january 2025. The medication (tocilizumab) was 320mg in 116ml bag to run at 116ml/hr., started at 1328. The pump displayed that it was running at "116ml/hr.", but the bag emptied in 30 minutes at 1405, instead of 1 hour. The pump displayed that there was about 58ml of medication remaining to be infused. The patient was observed for approximately 15 minutes post infusion and there were no adverse effects noted. It was reported that the infusion was programmed via device interoperability and the customer stated that the device "passed all internal testing." There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of tocilizumab was not confirmed through a review of the device logs or through laboratory testing. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. ¿ the occluder spring test was performed on the suspect pump module, testing of the upper and lower occlude observed the device passing both tests. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ on 24jan2025 at 1:28 pm a remote IV infusion was received and started with a rate of 116 ml/hr, volume to be infused (vtbi) of 116 ml/hr and dose of 320 mg for a drug ID 988 (suspected to be tocilizumab). O at 1:58 pm the pump module alarmed for occlusion on fluid side. A primary volume to be infused (pvi) of 57.982 ml was recorded. O at 1:59 pm the system was powered off. O at 2:06 pm the system was powered on and the previous infusion was restored and started. O at 2:10 pm the pump module alarmed for air in line and the system was powered off. A pvi of 64.223 ml was recorded. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the internal and external inspection were performed. No obvious issues were observed during internal or external inspection that could explain the reported over infusion. During inspection, incidental findings were noted and are not associated with the reported issue. ¿ the alaris system user manual v9.33 states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ medical device safety alert07 feb 2022): o use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. Root cause: the root cause for the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues were observed with the suspect pump module during laboratory testing. Note that this report lists imdrf annex a1801, a0401, a0709, a040502, a040506, a0404, g02017, g0301204, g04070, g0301201, c0601, c07, c16, c23, d01, d15, d0301, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.